Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during a laser procedure a patient with unable to lift a flap. The surgeon attempted to lift flap in left eye but stated area at approximately 5-7 clock hours was with incomplete flap.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. With current information a device malfunction can be excluded, however root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).